Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately ten months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information is available at this time due to the follow-up (f/u) process is ongoing. Should additional information become known from the f/u process, it will be added to the event. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was apparent explant damage and visual analysis only was performed. (B)(4) the proximal segment of the lead (bbl06) was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was apparent explant damage and visual analysis only was performed. (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.